Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while troubleshooting the navigation system, the system became unresponsive to prompts from the user. The task manager was opened and the navigation system was restarted to restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that once the computer was replaced and the software was installed on the new computer, the system was fully functional. The hardware, software, and instruments passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. The computer boots normally to the application screen. Sea tools long test-no errors. Caine-disk is ok, 0 bad sectors. Mem test 86 - no errors. The computer passed phd testing. No failure was found. If information is provided in the future, a supplemental report will be issued.